Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired, and the cause of death was unknown. It was communicated that due to hospital policy, no further information would be provided. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3- patient gender was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. An autopsy report would not be provided. The device was not explanted. Due to hospital policy, no further information was provided.